Event description:
Sensor #(B)(4). On (B)(6) 2011 at 2025 infant born earlier today. Check band alarmed - no apparent reason - band appears intact and secure. Readjusted. On (B)(6) 2011, cut band alarm sounded - band was intact and on ankle - no reason for cut band alarm to be sounding. Frequent alarms that have no relations to what is going on with the bands cause staff alarm fatigue and an environment not safe for infants at risk of abduction. Exp date: sensors (B)(4).